Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a fracture. Occlusion on the patients left side was noted during replacement procedure. The right ventricular (rv) and ra lead were capped and abandoned with new system implanted on the patients right side. No patient complications have been reported as a result of this event.